Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for gastric stimulation. It was reported that the patient was having a lot of trouble with vomiting for the last week and a half prior to the report. It was noted that the patient fell 3-4 weeks prior, which could be related to the issue. They had a meeting scheduled with their healthcare professional (hcp) for (B)(6) 2019. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer (con). It was reported that the patient had nausea, vomiting, and diarrhea. The cause was unknown and their activity was limited to home. The patient¿s doctor increased the setting and resolved mostly the nausea. The patient was getting a CT scan and had medications to help with their stomach and intestines.